Manufacturer narrative:
(B)(4). Batch # m5353y. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? What degree of hemorrhoids did the patient have? Please provide details as to what is meant by, ¿doughnuts did not form properly.¿ please provide details as to how the device did not work properly. How was the procedure completed? Were there any changes to the patient¿s post-operative care? What is the current status of the patient? The analysis results found that the pph03 device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the donuts did not form properly. Anastomoses were not achieved. The surgeon says that the device did not work properly. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
Tracking # pi1-zm24qm. Date sent: 3/17/2016. Additional information received: what type of procedure was the device used in? Hemorrhoidectomy. What degree of hemorrhoids did the patient have? Degree 4. Please provide details as to what is meant by, doughnuts did not form properly. The staples did not fire at all so when the surgeon pulled the pph out after holding it for 1 minute for hemostatsis,the doughnuts (which form after the device was fired,then the whole hemorrhoid goes into the device). When the procedure is done the doctor examines the doughtnuts that formed to see if all of it was there. Please provide details as to how the device did not work properly. The device did not fire the staples and thus the doctor had to use sutures to complete the procedure. How was the procedure completed? Hand sutures to end the procedure. Were there any changes to the patient¿s post-operative care? No. What is the current status of the patient? The doctor confirmed that the patient is 100% fine and is happy that the hemorrhoids are gone.

Manufacturer narrative:
(B)(6) / (B)(4) date sent: 1/23/2024 this report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1. G6: follow-up report number.